Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a methicillin-resistant staphylococcus aureus infection. The lead snapped while physician was gently tugging the lead and clearing the fibrous tissues around the device pocket. The pacing lead was explanted. No further patient complications have been reported as a result of this event. It was also reported that the implantable pulse generator (ipg) was removed due to the infection and they system was replaced.